Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair physical condition with cracked rear housing; scratched screen. Review of device history log identified following event: 0957> upstream occlusion (B)(6) 2019 7:05:00 am / functional testing included use testing. During testing, it was found that the device's upstream occlusion was working properly. The customer's reported problem was unable to be duplicated. Based on the history log evidence, the complaint was confirmed. The problem source could not be identified.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave upstream occlusion. No adverse effects reported.